Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient's ins was not working and the patient's hcp had to increase their medication. The rep reported that the device stopped working about a week and a half ago. The consumer reported that the patient's ins is not currently on. No patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37651, serial # (B)(4), product type recharger. (B)(4).

Event description:
The rep reported that the patient's recharger screen was blank, and the device was beeping. The rep reported that the problems began a week and a half ago. The hcp reported that although the recharger had been beeping and nothing was on the screen, it was somehow able to charge the patient's ins. The hcp also noted that the charger was not responding to any manipulations, including holding x button. The hcp had the patient plug the device in and having the patient demonstrate how they were charging at home, but nothing worked. The device was damaged, but it was unknown how. The consumer reported that the recharger looked like and "old machine" and that during troubleshooting, the green light was lit on the desktop charger, but the recharger screen remained blank when plugged in. The consumer also reported that while the recharger had been beeping, it was no longer beeping while performing troubleshooting. The consumer reported that the connector pin looks damaged and "burnt." A reset was performed and it would charge up again. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.